Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheekbones with juvéderm voluma® xc. Two months later, the patent was injected in the lips with 1ml of an unspecified juvéderm®. The patient experienced ¿late onset nodule formation and inflammatory response¿ a month later, with "swelling and pain" in right cheek and lower lip, a "nodular" right cheek, "swollen" left cheek, and the lower lips has "very painful nodules." The patient was treated the next day with a medrol dosepak and a week later with prednisone 12-day taper and doxycycline 100 mg bid x 2 days. It is unknown if event has resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00746 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.